Event description:
Customer filed a medwatch that alleged that a pt slide out of the bed. Biomed checked the bed and found that the scale read 91 pounds with no pt in the bed. Biomedical zeroed the scale and all the alarms functioned properly. The pt experienced minor abrasions.